Manufacturer narrative:
(B)(4): additional manufacturer narrative: the sample device was reportedly discarded by the hospital. Dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. Unfortunately, the root cause of this event cannot be conclusively determined with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 6 years, 7 months due to mitral regurgitation, secondary to dehiscence. Per the op report, this patient had been developing recurrent mitral regurgitation with evidence of increasing ventricular dimensions and significant volume load. Inspection of the mitral valve demonstrated that the annuloplasty ring previously placed was dehisced in 2 places. In addition, there was residual excessive motion of the anterior mitral leaflet. The ring was easly explanted and the anterior leaflet of the valve and its associated chordae were excised. A 27 mm, model 7300tfx was then implanted. Final tee showed a well-seated mitral prosthesis which functioned well and without paravalvular leak. The patient was taken to the ICU in stable condition.